Manufacturer narrative:
Two products with the same catalog and lot numbers are represented. Investigational attempts have been made to obtain pt, vessel, and procedural details. At this time, no additional info has been forthcoming. The pt's med history and reason for admission are unknown. The pt underwent a percutaneous transluminal coronary angioplasty (ptca) with implantation of two cypher drug eluting stents (2.50x28) in the left anterior descending (lad) at unknown deployment pressure. The procedure was completed without report of pt injury. Four hrs post the index procedure; the pt began complaining of chest pain. The pt presented with decreased heart rate requiring the use atropine. Electrocardiogram illustrated st elevation in the v-leads suspicious for myocardial infarction. The pt was returned to the catheterization lab, at which time the stents in the lad were found to be 100% occluded. The pt underwent a second ptca resulting in the implantation of another unknown stent. No additional info regarding the second ptca is available. The products remain implanted in the pt; thus unavailable for analysis. A device history record (DHR) review was conducted and revealed the involved lot number met quality requirements for product acceptance. Restenosis is a known potential adverse event post implantation of stents often associated with the progression of cardiovascular disease. There is very limited info available to conclusively determine a clinical cause for the reported event and relationship between the product and the complaint. There is no indication this event is design or manufacturing related.